Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. The fse returned to the facility and replaced drive manifold and the drive transducer. The unit passed all functional and safety tests to factory specifications and was returned to customer and cleared for clinical use. Full event site name: (B)(6) med ctr. The initial reporter named is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6).

Event description:
The getinge field service engineer (fse) reported that while performing repair service on the cardiosave hybrid type b plug intra-aortic balloon pump (iabp), the drive manifold presented with excessive leak during manifolds tests. There was no patient involvement and no adverse event was reported.

Event description:
The getinge field service engineer (fse) reported that while performing repair service on the cardiosave hybrid type b plug intra-aortic balloon pump (iabp), the newly installed drive manifold presented with excessive leaks during manifold tests. There was no patient involvement and no adverse event was reported. This is an out-of-box (oob) failure of the drive manifold.

Manufacturer narrative:
The suspected faulty drive manifold assembly was returned to getinge¿s national repair center (nrc) for evaluation and upon visual inspection, k6 was found loose. In order to reproduce the reported failure, the suspect drive manifold assembly was installed in the cardiosave test fixture. The test fixture was powered up into system diagnostics mode and no failure messages were observed. The nrc performed all manifold tests and all tests were successfully passed. The cardiosave test fixture was pumped at 120bpm for 24 hrs and no failures were observed. The nrc was unable to duplicate reported failure.